Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21 mg/dl and lost consciousness. Subsequently, customer was hospitalized. Bg was treated with intravenous glucose, and consumption of carbohydrates. Tandem technical support reviewed pump data and found that the pump was functioning as intended; however, control-iq was manually turned off. Reportedly, healthcare provider adjusted pump basal rates to address low bg. The customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.